Event description:
Related manufacturer report number: 2017865-2022-02180. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed atrial noise on the atrial lead and pacemaker. No changes or intervention was performed; the atrial lead and pacemaker will continue to be monitored. The patient condition was stable.